Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of knee components due to tibial tray being embedded.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, g1, g3, g4, g5, g7, h2, h3 and h6 have been updated accordingly. Section h3: the complaint products were not received for analysis. The reported user experience was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The manufacturing lot information was not provided. Therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. There were no reported user-related issues. The revision reported was likely the result of poor bone quality, misalignment, or a load transfer issue. However, this cannot be confirmed because the component was not returned for evaluation. Section h6: in a review of the labeling it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Without patient information it is not possible to assess the patient risk/clinical factors. This device is used for treatment, not diagnosis. Section(s): no information has been provided a2-6. Without serial numbers unable to provide d4. Expiration date & h4.

Event description:
It was reported from french active surveillance that a patient experienced a knee revision due to tibial tray subsidence/migration. No additional information will be provided. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00001.